Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a bolus requested did not deliver as intended. Bg level was 324 mg/dl. The pump history was reviewed and no pump issues were identified. A pump reset was performed and the bolus was successfully delivered. The customer continued to use the pump for insulin therapy.